Event description:
Information received from the field notes that during a post implant follow-up, the r-wave amplitude ranged from 3.28 mv to 6.34 mv. No bipolar capture was seen at 7.5 v and unipolar capture was intermittent at 7.5 v. The patient had a sinus rhythm at 90 bpm with a sick sinus syndrome (sss) indication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received